Event description:
It was reported that the rubber sleeve fell off the bd vacutainer® multiple sample luer adapter's non-patient end before use. The following information was provided by the initial reporter, translated from japanese to english: "the rubber sleeve came out from the white np shield."

Manufacturer narrative:
Investigation summary: bd received sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for an extra sleeve with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer sample and photos, the customer¿s indicated failure mode for extra sleeve with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber sleeve fell off the bd vacutainer® multiple sample luer adapter's non-patient end before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the rubber sleeve came out from the white np shield."